Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown 3i driver was not returned for investigation; however, the implant involved was returned. Since the unknown 3i driver has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the product family (IFU/rmf). Visual inspection of the as returned product identified minor signs of use around the threads but no apparent malfunction. Functional testing was performed for the returned implant and it was determined the returned device passed functional testing as the compatible in- house driver engaged properly and retained the implant as normal. Functional testing for the driver could no be preformed as the item was not returned. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported devices were intended for use on an unknown tooth and the implant was used for a single day/procedure while the driver was used for an unknown duration. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown 3i driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number or lot number could not be conducted for the unknown 3i driver. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (disengaged) or devices (unknown 3i driver). Therefore, based on the available information, device malfunction did not occur for implant and device malfunction could not be verified for the unknown 3i driver and the reported event was non-verifiable as the device was not returned for investigation.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that during procedure an unknown biomet driver could not engage the implant properly and implant fell down to the floor. Procedure was completed using another implant.